Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that she noticed an air bubble in her reservoir. Customer stated that it was nearly empty. Customer's blood glucose was 50 mg/dl. Customer was advised to change the set/reservoir. Customer stated that she would do so. Customer treated with glucose tablets and was advised to monitor the issue.